Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the device broke while inserting in the patient body during the procedure. No additional information is available.

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received device shows breakage in one of the three pegs indicating intensive usage. Grasping area is deformed with grasper marks due to an application of high external forces. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause was attributed to a user related issue. The device breakage is due to an application of high external forces. If any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the device broke while inserting in the patient body during the procedure. No additional information is available.